Manufacturer narrative:
The software investigation found that the interface between the microscopes and navigation systems at the site were incorrectly prepared for use. Some of the site's microscopes were calibrated with an s7 navigation system and others with an i7 navigation system. These systems use different ports to communicate with the microscope not allowing the calibrations to be interchangeable. The navigation software functioned as designed.

Event description:
A medtronic representative reported that the microscope bracket is showing orange communication to the navigation system in a tumor resection procedure in the software. When the incorrect bracket serial number tool card is selected for the other scope the line goes green. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for analysis.